Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported a hospitalization due to hyperglycemia and dehydration. The customer's blood glucose reading at the time of hospitalization was 427 mg/dl. The customer was wearing the pump at the time of hospitalization. The caller also stated that, during the time of the call, the device was not reading correctly, and that the customer's blood glucose reading was 210 mg/dl. The customer did experience dizziness and slurred speech. The customer discontinued use of the insulin pump and was treated with a pen. Nothing further reported.